Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling and allergic reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Adverse events: "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." "The onset of allergic reaction generally varied from immediate to 2 months post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, allergic reactions resolved within 2 days to 4 months."

Event description:
Healthcare professional reported a patient was injected with one syringe of juvederm ultra xc in the oral commissures and nasolabial folds. Twelve hours later, the patient started experiencing "significant swelling" in the whole upper lip. The doctor confirmed the patient was not injected in this area. The doctor elaborated the patient has no bruising, pain, erythema, or vascular compromise. The doctor described the patient's symptoms as "an allergic reaction." The patient was told to ice the area, and was given benadryl and a methylprednisolone dose pack the day after injection. The symptoms resolved 4 days after injection.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvederm ultra xc in the oral commissures and nasolabial folds. Twelve hours later, the patient started experiencing "significant swelling" in the whole upper lip. The doctor confirmed the patient was not injected in this area. The doctor elaborated the patient has no bruising, pain, erythema, or vascular compromise. The doctor described the patient's symptoms as "an allergic reaction." The patient was told to ice the area, and was given benadryl and a methylprednisolone dose pack the day after injection. The symptoms resolved 4 days after injection.